Event description:
Physician had informed vnus of thrombus extensions.

Manufacturer narrative:
It was reported that the physician prescribed medications, and the patients are fine. Details have been requested. Training regarding treatment techniques was provided to the physician. The closure-fast catheter was not returned and could not be evaluated. If any additional information is obtained, a follow-up report will be submitted.